Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of missing waveforms and abnormality on the display elements was confirmed by the field service engineer; however, the returned display head passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the field service engineer (fse) that the intra-aortic balloon pump (iabp) was left running in biomed over the weekend. During that time, on 2 occasions the waveforms disappeared, soft keys non-responsive and red x appear on battery and helium icons. Fse stated that power cycle corrected all symptoms. The display was replaced by hospital biomed and pump is being left running in biomed. The pump was not on a patient. There were no clinical consequence.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the field service engineer (fse) that the intra-aortic balloon pump (iabp) was left running in biomed over the weekend. During that time, on 2 occasions the waveforms disappeared, soft keys non-responsive and red x appear on battery and helium icons. Fse stated that power cycle corrected all symptoms. The display was replaced by hospital biomed and pump is being left running in biomed. The pump was not on a patient. There were no clinical consequence.